Event description:
Patient underwent repair of a type 3 taaa (thoracoabdominal aortic aneurysm). At the time of her surgery there was concern for a suture line disruption in the bifurcated portion of the endograft. This was treated by raising the bifurcation using 2 additional limbs in hopes of excluding the area with the possible fabric defect. She did well with the surgery and the plan was to send her home today. This morning she had a syncopal event. She was immediately taken for a CT scan which demonstrated a ruptured aneurysm. She went directly to the operating room where she experienced cardiac arrest on arrival to the operating room. She was resuscitated and underwent open surgery to remove the device and replace the impacted area with a standard dacron bifurcated surgical graft. In examination of the device it was noted that the entire suture line had come apart at the junction of both limbs. For background the device consists of fabric wrapped around a metal frame and is attached to the frame with many hand placed sutures, as well as a full suture line that closes the fabric. This was the suture line that appears to have failed. This was a custom-made device, lot# ac1084612. The device is being sent to cook inc. So that it can undergo a root cause analysis. As we write this, the patient in the surgical ICU quite ill, but we are hopeful she will recover.